Manufacturer narrative:
At this time, the crt-d and ra lead remain implanted and in service. No additional information is available. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a memory review to troubleshoot s-ICD functionality, it was noted that this cardiac resynchronization therapy defibrillator (crt-d) presented with noise on the atrial channel at a frequency of 20 hz. It was confirmed that the respiratory rate trend was on in the crt-d. It was determined that the noise is due to the right atrial (ra) lead oversensing the respiratory rate trend signal, indicating a potential integrity issue on this lead. A boston scientific technical services (ts) consultant discussed additional testing that should be performed to ascertain the functionality of the ra lead. No adverse patient effects were reported. This crt-d is implanted concomittantly with an s-ICD system; defibrillation has been deactivated in the crt-d.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional attempts to obtain further information on this issue have been unsuccessful. Our current records indicate that the products remain implanted.